Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted and replaced with a paddle lead, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03478. It was reported that the patient was unable to enter MRI mode. Imaging revealed lead fracture. As a result, surgical intervention may take place at a later date to address the issue.